Manufacturer narrative:
Analysis of the returned device shows that both crosslinks, the eyebolt is broken at the root of the thread. The broken surface is brittle and is typical of an excessive torque applied during the nut tightening. No pre-existing defect was found at the level of the damage. The breakage is consistent with excessive torque applied during tightening of the central nut.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. During the procedure, it was noted that the center screw on two crosslinks broke off. No patient complications were reported. New crosslinks were used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.